Event description:
It was reported via repair work order that the machine cooling was not able to be controlled during use. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer was unable to provide details as to what was specifically wrong with the device. The device allegedly malfunctioned where the users were unable to control the cooling of the machine. It was later identified that the product was not available for return as the customer had disposed of the device. A unit that is not cooling is not likely to result in an irreversible injury or death in applications that fall under the intended use of the device. The customer disposed of the device.

Event description:
It was reported via repair work order that the machine cooling was not able to be controlled during use. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.